Event description:
Per (B)(4), it was reported that a pt received a second degree burn in two locations after undergoing a MRI before gamma knife surgery for trigeminal neuralgia. Additionally the pt reportedly experienced eye swelling and fluid around the eyes.

Manufacturer narrative:
It is alleged that a ge healthcare MRI machine was used to perform the exam, however, no device info was provided. According to the user facility report, the pt states that the hospital used titanium screws in the elekta had frame instead of insulated screws, which caused the MRI machine to arc. Ge healthcare requested add'l info concerning the reported event, however no info was released for investigation. The mr safety guide (2381696-100) states: electrically conductive stereotactic devices may lead to high localized sar. Excessive transmit power may result from interactions between the structure and the transmit coil. In addition, improper padding between the pt and any conductor may lead to excessive localized heating. The mr system is designed to comply with iec 60601-2-33, including the requirements intended to minimize the likelihood of pt warming.